Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver was observed to have a torn cable. The procedure was completed.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the instrument had a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.